Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a (B)(6) female patient developed a skin irritation under her right breast. The patient's skin irritation and was red and the size of a half dollar. The patient is diabetic, has sensitive skin and a history of skin irriations. The patient's physician prescribed a cream and an ointment. Follow-up indicated that the patient applied the cream and that her rash was improving.